Event description:
During primary surgery poly liner would not seat/lock, and extended the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.